Manufacturer narrative:
One cadd legacy one (1) pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be confirmed. The pump was found to be within manufacturing specifications. No actions were taken since there was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was under infusing. There was no reported adverse event.